Event description:
The nurse was checking on the baby. The percutaneous central venous catheter (pcvc) broke off at the insertion site. They were able to retrieve the catheter and discontinued the pcvc. The tape was coming untaped. There was no harm to the baby. We have the lot number from the other ones that we have on the unit, since the original package is long gone.